Event description:
It was reported to aesculap inc. That a steam ster locks orange (part # us906) was used to secure a sterilization container. According to the complainant, while in the sterile processing department (spd), the indicator dot failed to transition to its post sterilization color. The complaint device has not been returned to the manufacturer for evaluation. No patient involvement.

Manufacturer narrative:
Investigation on-going. Should relevant additional / investigation results become available, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Manufacturer evaluation: although the device was returned by the complainant, the sample was lost during shipment. Additionally, no on-site evaluation of the unit was performed and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. Although the lot number of the lock was provided, the indicator lot # was not available. Therefore, the device history records (DHR) were not able to be reviewed. However, all device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.